Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm and low reservoir alarm noted. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high blood glucose event and the insulin pump alarmed motor error. The customer¿s blood glucose level was over 400 mg/dl at the time of call and 340 mg/dl at the time of incident. Customer stated that the blood glucose reading was high due to motor error alarm. Customer reported that he was able to rewind the insulin pump and was able to deliver insulin to treat the high blood glucose reading. No high blood glucose troubleshooting was performed. The customer stated that the insulin pump alarmed motor error the customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined insulin pump replacement. Insulin pump is not expected to return for analysis.